Manufacturer narrative:
There was/were 3 case(s) with no sample received for evaluation, a result code of no findings available and a conclusion code of cause not established. The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes e2000003 3 reported events for q1 2019. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code device contamination with chemical or other material. There was/were 1 male, 74 year old, unknown weight patient(s) with reported event(s) of device code defective device. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code scratched material.